Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual and mechanical inspection. The visual inspection showed abrasion on the insulation surface. The insulation was intact. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead was explanted after 18 months of implant duration due to high threshold. The lead is currently under analysis. No adverse patient side effects have been reported.